Manufacturer narrative:
The hba1c reagent lot number was 93624901, with an expiration date of 31-mar-2027. The field service engineer observed that the reaction cuvettes were overflowing, indicating incorrect rinse levels. Particles were found in the water tank which can lead to blockages in the rinse nozzles or vacuum path. The rinse unit tubing required cleaning due to buildup. The cuvette wash levels were adjusted, the tubing and water tank were cleaned, and probes were cleaned. The main pump pressure was checked and was within range. Follow-up testing confirmed the system was working smoothly. No further issues were observed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with tina-quant hemoglobin a1cdx gen.3 on a cobas c 303 analytical unit. The first sample initially resulted in an hba1c value of 8.6 % and it repeated as 5.9 %. The second sample initially resulted in an hba1c value of 6.3 % and it repeated as 5.7 %. The third sample initially resulted in an hba1c value of 23 % and it repeated as 10.9 %. The fourth sample initially resulted in an hba1c value of 13.4 % and it repeated as 9.3 %. The fifth sample initially resulted in an hba1c value of 9.3 % and it repeated as 6.6 %.